Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump battery was unresponsive. There was no reported adverse impact to customer's blood glucose. Customer was unable to be reached for troubleshooting, and no additional information was provided.